Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported after implanting an intraocular lens (iol) using a preloaded delivery system, the lens was scratched. It was removed during the initial procedure and a backup lens was implanted. There was no reported patient impact. Additional information was requested.